Manufacturer narrative:
D9 - date returned to mfg 11 dec 2025. The customer's complaint cannot confirmed in which they reported device inaccuracy. Verified by performing the "delivery accuracy test" multiple times, and the device passed all tests; the delivered value was within range. The pump was tested and passed all pci and functional tests. Probable cause for the complaint could not be determined. During inspection, found contaminated fluid shield, broken rear housing, carry handle, and door. Cord set and retainer were missing. Replaced fluid shield, rear housing, carry handle, door, cord set, and retainer. Device was received with non-ICU medical battery. Replaced the battery with an ICU approved battery and pressed change battery softkey. A review of 12 months of service history was performed, and no similar event was found. The device event log/alarm history was reviewed, and alarm codes were found in the logs, but were not relevant to this case.

Event description:
The event involved a plum 360 and it was reported that the pump infused the entire medication earlier than expected, based on the programmed flow rate. A check was done without the patient, and the recorded infusion was approximately double the programmed amount. The event occurred in the hematology room. The issue was on both channels a and b. The last preventive maintenance was on 15-july-2024. It is unknown if there was delay in therapy, however, there was patient involvement and no adverse event or patient harm as result of this event.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.